Manufacturer narrative:
(B)(4). Please note, this product has been initially reported on the linked complaint under us medwatch facility, MDR report number 0001825034-2018-01731. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent partial type of hip arthroplasty and subsequently the patient had pain in lateral side of hip. The patient was also diagnosed with trochanter bursitis and treated with steroid injection.